Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the black box indicated one ¿no cartridge detected¿ alarm occurred on (B)(6) 2015. The complaint could not be adequately investigated due to a call service alarm that occurred during rewind that could not be cleared. The pump was opened and moisture was found on multiple internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.